Event description:
During the placement of a 24mm asd device in patient, the patient experienced a second degree heart block. With subsequent device placement, conduction remained normal. Following device release, conduction was again abnormal. The patient was monitored for the ensuing three days and noted to be primarily in 2:1 heart block. Therefore, the device was removed and the defect was closed surgically, thus resolving the heart block. The physician stated that this complication was related to the patient's particular anatomy and not to any intrinsic device malfunction.